Event description:
It was reported that the patient developed a pocket surface infection and hematoma along their implantable cardioverter defibrillator (ICD) implant scar. The pocket was opened and looked clean. The patient was treated with antibiotics. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.